Manufacturer narrative:
Investigation in progress. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the balloon on the 26mm commander delivery system was fully inflated when it ruptured during valve deployment. Post dilation was performed with a 26mm true ballon to ensure the full expansion of the valve. Per report, there was a spot of calcium at the stj which have influenced the bursting. Per follow up email from the fcs, bav was not performed prior to inflation and nominal volume was used.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon is burst radially and longitudinally. Imagery was provided from the site and revealed the following: patient has tortuosity and calcification present in access vessels. There is calcification present in the landing zone. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on visual evaluation of the returned product. Available information suggests patient factors (calcification) likely contributed to the event as the 3mensio report revealed there was calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.